Manufacturer narrative:
(B)(4).

Event description:
It was reported that one impedance measurement was observed high and out of range. The patient was asymptomatic. The capture thresholds were stable. The lead will continue to be monitored.